Event description:
During an atrial fibrillation procedure, an air leak was noted on the hemostasis valve of the agilis sheath after a non-abbott farapulse catheter (boston scientific) was inserted. After transseptal puncture using the non-abbott versacross (boston scientific), the wire and dilator were removed, and the non-abbott farapulse catheter was inserted into the agilis sheath. After insertion of the non-abbott farapulse (boston scientific) air was aspirated, however no air was aspirated while holding the hemostasis valve during aspiration. The agilis sheath was exchanged, and the procedure was completed with no adverse patient health consequences.